Manufacturer narrative:
G4: 01oct2020 b4: (B)(6) 2020 a philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty central processing unit printed circuit board assembly (cpu pcba). The fse replaced the cpu pcba to resolve the reported issue. The device passed performance verification testing. G4: 29oct2020 b4: (B)(6) 2020 central processing unit (cpu) was returned for analysis. This is a failure of ls1, ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.